Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced premature ventricular contractions (pvc)'s, chest pain and bradycardia below the implantable pulse generator (ipg) lower rate. It was further reported that the right ventricular (rv) lead was not capturing. The ipg and rv lead remain in use. No further patient complications have been reported as a result of this event.